Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, b7, d1, d4, d6b, d10, g1, g4, h6. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "the patient had significant bacterial exposure with potential biofilm formation" the device associated with this record is the second in a set of three left side tissue expanders placed in this patient prior to the placement of a permanent non-allergan device: device 1 reported under mrn 9617229-2019-19278 (captures alcl). Device 3 reported under mrn 9617229-2021-49972.

Event description:
Through journal article "an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab: a case report and review of the literature" authors report "left tissue expander rupture" and that this device was left in place longer than recommended in the manufacturer's directions for use. Further reported was that ¿the patient had significant bacterial exposure with potential biofilm formation;¿ a time period or affected side for the occurrence of this event was not made clear. The following reported events have been deemed not related to the device: diabetes, psoriasis, and rheumatoid arthritis. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Article citation: akhavan arya a; wirtz emily c; ollila david w; bhatt nishant, an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab: a case report and review of the literature; american society of plastic surgeons, february 4, 2021. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left tissue expander rupture; "flap necrosis" not related to the device.

Event description:
Journal article "an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab: a case report and review of the literature" reported "flap necrosis", "left tissue expander rupture" against the left side. The event of "flap necrosis" is not related to the device. Device has been explanted.